Event description:
It was reported that the customer noticed that when she changed the reservoir, the reservoir started date on the status screen did not update. Customer stated that last time this occurred was the (B)(6) of this month. Customer changed the reservoir on the (B)(6) and then again on the (B)(6), but the date on the status screen continued to show the (B)(6). Customer stated that she uploads to carelink but has not done so recently. Customer was advised to contact the help line so that the reports can be reviewed once the customer uploads to carelink. Customer also inquired about scroll wrap notification. Call was disconnected before the conversation could be completed. Customer was left a voicemail to call back to complete. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).